Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider regarding a patient who was receiving fentanyl, hydromorphone, and bupivacaine at unknown concentrations and dosages via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2016, it was reported that the patient was acutely admitted to the hospital ICU on (B)(6) 2016 for decreased level of consciousness and shock. The patient reportedly had a pump refill 2 months prior.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.